Manufacturer narrative:
(B)(4). The reported fault was observed during the repacking of the rt132 infant continuous flow breathing circuit kits at the distributor's facility and not before use on patients, as reported in the initial vigilance report. Method: the complaint rt132 infant continuous flow breathing circuit kits were returned to fisher & paykel healthcare in (B)(4) with compromised package seals. The returned breathing circuits were visually inspected. Results: visual inspection revealed that the expiratory extension and the pressure line tubes were damaged. Two of the returned kits had missing connectors. Conclusion: we are unable to determine what may have caused the damages observed to the returned rt132 breathing circuit kits. All breathing circuits are pressure tested and visually inspected prior to being released for distribution, and those that fail are rejected. As the complaint breathing circuit kits were returned to us with compromised package seals, it is not possible for us to determine whether the damages occurred during production or at the distributor's facility. The user instructions that accompany the rt132 infant continuous flow breathing circuit states: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported that few rt132 infant continuous flow breathing circuit kits were damaged. This was observed during the repacking of the subject breathing circuit kits at the distributor's facility.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint devices for evaluation. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported that some rt132 infant continuous flow breathing circuits were damaged. They further reported that the pressure line tubing on some of the circuits was also damaged. This was found prior to patient use.